Event description:
It was reported by a neurologist that a vns pt's voice turned into a whisper three days after it was increased from 0.75ma to 1ma. Later, he was seen by another neurologist where system and normal mode diagnostics indicated high impedance. Pt's device was turned off. There was no report of trauma to the generator per pt's caregiver.